Event description:
During a lap subtotal colectomy procedure, after about 30 minutes of operation, the device stopped working. The or team tried to reassemble the device, but it didn't. There was no pt consequence.